Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes there was an issue with incorrect cap color. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to incorrect cap color was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Evaluation of the customer samples was conducted and incorrect cap color was observed. Additionally, evaluation of the retain samples was conducted and incorrect cap color was not observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the bd vacutainer 9nc 0.109m buffered trisodium citrate plus blood collection tubes there was an issue with incorrect cap color. There was no report of injury or medical intervention.